Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The patient received 2 scs leads with the same lot number. It was reported diagnostic testing on the patient's scs leads revealed multiple invalid contacts. The sjm rep was able to achieve some stimulation coverage, but was unsuccessful in providing stimulation to her left shoulder. Follow-up identified surgical intervention will be taken on a later date to address the issue.